Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During first inflation at 6 atmospheres, the balloon ruptured in a pinhole form at the center part. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.